Manufacturer narrative:
(B)(4). Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and weight, what the patient was doing at the time of the fall, whether the patient had experienced any instability post primary surgery which may have led to the fall, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, the reporter responded to state that there was no device fault and that the corin stem, head and liner were only revised in order to treat the femoral fracture. A non-corin revision stem was implanted. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or deterioration in the effectiveness of a corin device. The devices required revision due to a femoral fracture following a fall. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, biolox delta ceramic head and liner due to the patient falling and fracturing the femur.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and weight, what the patient was doing at the time of the fall, whether the patient had experienced any instability post primary surgery which may have led to the fall, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.